Manufacturer narrative:
Device used in a veterinary case: no patient information will be reported. This report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the surgeon had trouble with the locking screws stardrive 2.4mm, self-tapping. The screwdrivers werent keeping a hold of the screw heads and are either not wanting to go into the plates or are stripping out. Procedure outcome and patient status are unknown. This report is for an unknown screwdriver. This is report 2 of 2 for (B)(4).